Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was not returned for evaluation. A root cause of the broken castor to the cart is not available at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The broken castor replacement part will be sent to the customer, and this device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the wm-np1 110-120v exera ii cart, the castor¿s bolt snapped off at the base of the wheel. The issue occurred during preparation for use, and there was no procedural impact or patient harm associated with the event.